Event description:
The customer reported that the system experienced fast stop errors resulting in an immediate loss of system functionality and an un-commanded shut down. There is no report of a patient injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The right side emergency stop switch was evaluated and replaced. The system was tested and found to be working as intended and returned to service.